Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the pump had "no delivery alarms." Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when clamp arrives.